Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on field: (health professional was inadvertently omitted in the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the tip broke due to excessive use and the impact of a significant mechanical force, possibly from a fall or collision. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope ¿ultra¿, 4 mm, 30°, with trocar tube connector had the tip broken. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of stain spots on the optical fiber system. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.